Event description:
Consumer called to report erratic readings. Analysis run on clark error grid using mean avg reading (146; 188) as reference point vs. Bd readings (101, 273, 91,117, 94, 106, 432, 118) yielded some data points in the c range of the grid, outside acceptable limits.